Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported experiencing an insulin set leaks due to bent cannula event on (B)(6) 2026 on abdomen, which disrupted insulin delivery and resulted in hyperglycemia, the elevated blood glucose was successfully managed by the patient through self-administration of insulin via manual injections, resolving the issue with no further complications.